Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2002 and an initial left total hip arthroplasty on (B)(6) 2004. A subsequent revision of the cup was performed on the left side (B)(6) 2007 due to subsidence and loosening of the cup. The head and cup were removed and replaced. No revision on the right hip was reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2002 and an initial left hip total hip arthroplasty (B)(6) 2004. A subsequent revision of the cup was performed on the left side (B)(6) 2007 for an unknown reason. No further information has been provided.